Event description:
Reporter indicated that vns patient was experiencing shortness of breath with stimulation and constant hoarseness. The symptoms subsided when the patient placed their magnet over the device to temporarily discontinue stimulation. The patient plans to follow-up with their neurologist.